Event description:
It was reported that the patient will be undergoing a lead revision for an unknown reason. The investigation did not determine which lead attributed to this issue. No further information is available at this time.

Manufacturer narrative:
B3: event date is estimated.

Event description:
Additional information received reports that the patient underwent surgical intervention on (B)(6) 2025, due to ineffective therapy. The leads were explanted and replaced. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.